Event description:
The coil failed to detach after attempting for four times. Therefore, the physician tried to withdraw the coil. The coil stretched and would not retract. The coil was eventually snared with a solitaire stent and withdrawn.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The detachment fiber partially melted and extended above the distal tip of the dpu in a hook-like pattern. The most likely root cause of the coils non-detachment occurred when the detachment fiber partially melted above the distal tip of the dpu. The detachment fiber temporarily captured the coil before releasing it from the dpu. The most likely root cause of the coil stretching may have occurred when the coil was captured by the coils already dwelling inside the aneurysm, on itself, from the distal tip of the microcatheter, or from fixed or detached debris from which the source cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional follow up information will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 5 mm x 9.7 cm micrusphere 10 platinum microcoil failed to detach 4 times; therefore, and attempt was made to withdraw the coil. The coil then stretched and would not retract; there was difficulty retrieving the coil from the aneurysm. The coil was eventually snared with a noncodman solitaire stent and withdrawn from the patient. There was no patient injury reported. Other than being reported as "normal" there is no further information regarding the target site or vessel characteristics. There were no complications when gaining access to the aneurysm using an sl10 microcatheter. An adequate continuous flush was maintained through the microcatheter. It could not be confirmed if pre-deployment test was performed as outlined in the instructions for use. It is not known if the same connecting cable and detachment control box (dcb) were used for subsequent coils. The connecting cable and dcb are not available for analysis and the lot numbers are not known; therefore a device history record review cannot be completed. Without the return of the connecting cable and dcb the relationship of these devices to the reported failure to detach cannot be determined. Therefore, no corrective actions will be taken at this time. The device positioning unit (dpu) passed electrical testing. The detachment fiber partially melted and extended above the distal tip of the dpu in a hook-like pattern. The most likely root cause of the coils non-detachment occurred when the detachment fiber partially melted above the distal tip of the dpu. The detachment fiber temporarily captured the coil before releasing it from the dpu. The most likely root cause of the coil stretching may have occurred when the coil was captured by the coils already dwelling inside the aneurysm, on itself, from the distal tip of the microcatheter, or from fixed or detached debris from which the source cannot be determined. With review of the available information and without the return of the complete system a definitive root cause cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.